Event description:
It was reported by the affiliate that the (1) tct75 device was used for an unknown procedure. It was reported that the device would not cut. The case was completed with another instrument and there was no consequence to the patient.